Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and no defects were observed. The returned water bottle and the adaptor were attached to a flow meter and there was no air leaks observed. Based on the investigation performed, the reported complaint was confirmed. There were no issues found with the returned sample.

Event description:
Customer complaint alleges an air leak during use with the device. There is no report of injury or harm to the patient.

Manufacturer narrative:
(B)(4). The device history record review for the 040 humidifier adaptor (lot 01d16) packaged with the water lot listed in this complaint was reviewed. Review of manufacturing event log shows no issues that may have contributed to any quality issues reported. All process parameters were within specification. All in-process qa inspections were acceptable. All post sterility and package integrity tests were acceptable. The device involved in this complaint has been returned and is currently under evaluation at the time of this report.

Event description:
Customer complaint alleges an air leak during use with the device. There is no report of injury or harm to the patient.